Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was requested but was discarded by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: item # 00500104222/ liner 22 mm /lot # 65029502. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2021 -00429

Event description:
It was reported that patient underwent revision surgery 1-month post implantation due to dislocation. The cup and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.